Event description:
Reporter removed patch after wearing on neck and upper back for approx 9 hrs. Some skin peeled off with patch causing painful blisters. She applied xylocaine cream for pain and neosporin to prevent infection. Her friend (an md) suggested she see hcp the following day. She stated that she had called poison control center when this happened, which was 2 days prior to notifying this company. Caller saw doctor and doctor diagnosed as 2nd degree burn.

Manufacturer narrative:
We have rec'd similar complaints with adhesive on 1 or 2 areas of patch which pulled/peeled skin when it was removed. Subsequent pain from raw skin area. This appears to be mostly or entirely due to patch removal, rather than burning from the heat pad.